Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl to 500 mg/dl. Customer¿s other blood glucose level was 253 mg/dl. Customer stated that he went into the hospital because he was having urology surgery. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer was treated with lantus and humalog insulin. Customer stated that hospital took him off the insulin pump. Customer was declined to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.